Event description:
The end user reported that they have concerns with the quality of the patties in the laminectory pack. The patties separate from the string as they count them, which could be a major problem when performing surgery on the brain.

Manufacturer narrative:
Deroyal: the reported sample is not available for evaluation. Deroyal's supplier has been notified of the issue for further investigation to be performed. The investigation into the root cause is in process.